Event description:
It was reported to medtronic neurosurgery that the valve was found to have malfunctioned prior to implantation when the physician checked it with a manometer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.